Event description:
It was reported that this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks over the past few days. The patient was seen in clinic, and it was noted the device was programmed in alternate vector with frequent t wave oversensing. Optimization was performed and all vectors failed. Screening from implant hospital showed passed screening in secondary only. As such, the device was programmed to secondary vector for now. Implant chest x-ray and device data were sent to technical services for further analysis and feedback. Besides the inappropriate shocks, no other adverse patient effects were reported. This s-ICD system remains in service.